Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump's black box showed evidence of motor power supply related alarms on 05/17/2015. Each aarm occurred directly after a "rewind" attempt. The pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. The pump's current draws were within specifications. The alleged alarm was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.